Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultrasmart meter was powering off during use. The complaint was classified based on the conversation, the customer care advocate (cca) had with the pt, since the medical affairs specialist (mas) was unable to reach the pt by phone. The pt reported that the alleged issue began on the morning of three days earlier. The pt confirmed she continued to take her usual dose of metformin (1000mg, 2x/day) and glipizide (10mg, 2x/day), despite the issue. The mentioned she tested on her neighbor's meter (date/time unknown) and obtained readings of "148 and 112 mg/dl." On an unspecified time on two days prior to original date, the pt claimed she was feeling shaky and weak. She attempted to test her blood glucose on the subject meter, but was reportedly unable to obtain a reading. It is unknown if the pt tested herself with another device; however, she did mention that she would eat food when she felt low. On the morning of original date, the pt reported that she contacted her doctor due to experiencing "low sugars" on a regular basis. It is not known how "regular" the pt usually experiences "low sugars". The pt mentioned she was told that her low symptoms could also be a result of the new diabetes medication she was on. At the time of troubleshooting, the cca confirmed there was no misuse to the subject meter. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose, due to the reported issue, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.